Event description:
Based upon additional information received on 28-apr-2016 from a physician, the case became medically confirmed. Also, the case initially assessed as nonserious was upgraded to serious since the event of non septic injection site effusion/ knee effusion with the seriousness criterion of required intervention was added and the events of injection site edema/ swelling, injection site stiffness and injection site pain were upgraded to serious. This unsolicited device case from (B)(6) was received on 01-apr-2016 from a consumer. This case concerns a (B)(6) female patient who received treatment with synvisc and later experienced non septic injection site effusion/ knee effusion, nausea, injection site edema/ swelling, injection site stiffness and injection site pain. The medical history of the patient was significant for arterial hypertension. The patient was a non-tobacco and non-alcohol user. No past drugs, concurrent conditions or concomitant medications were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiration date: not provided) the joint of right knee for knee arthrosis and the tolerance was good. On an unknown date, the patient presented with joint of the knee stiffness and injection site edema. She also presented with nausea. On (B)(6) 2016, the patient experienced injection site pain and injection site swelling for which she received a corrective treatment with a non-steroidal anti-inflammatory drug nos leading to a partial improvement (the clinical examination was unremarkable). On (B)(6) 2016, a puncture was performed and 2 to 3 cm3 of a mechanical liquid were removed. Then, a second injection of synvisc was performed. During the next night, the patient presented with an important injection site pain and an injection site swelling. On (B)(6) 2016, a clinical examination had been performed. The knee was sensitive and presented with a mild effusion. A puncture had been performed and 5 cm3 of mechanical liquid was removed which was aseptic. The patient received a corrective treatment with an infiltration of triamcinolone hexacetonide (hexatrione). On (B)(6) 2016, the physician had no further information about the outcome. Further reported, the third injection was planned. Action taken: stopped temporarily. Corrective treatment: triamcinolone hexacetonide, injection site puncture, non-steroidal anti-inflammatory drug nos for non-septic injection site effusion/ knee effusion, injection site edema/ swelling, injection site stiffness and injection site pain; not reporter for nausea. Outcome: unknown for all the events (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required seriousness criterion: required intervention for non septic injection site effusion/ knee effusion, injection site edema/ swelling, injection site stiffness and injection site pain french imputability: c2s1b3 for nausea and c3s2b3 for rest of the events additional information was received on 13-apr-2016. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 28-apr-2016 from a physician and the case became medically confirmed. The medical history of the patient was added. The serious event of non septic injection site effusion/ knee effusion with the seriousness criterion of required intervention was added with details and the case was upgraded to serious. The verbatim for the event of injection site edema was updated to injection site edema/ swelling. The seriousness criterion of required intervention was added for the events of injection site edema/ swelling, injection site stiffness and injection site pain that made the events serious. Patient's height and weight were updated. The suspect product start and stop dates were added. The indication and location of synvisc were added. The start date for the events of injection site edema/ swelling and injection site pain was added. The relevant lab data was added. The action taken was updated from unknown to stopped temporarily. The corrective treatment for the events of injection site edema/ swelling, injection site stiffness and injection site pain was added and the imputability was updated. The outcome for the events of injection site edema/ swelling, injection site stiffness, injection site pain and nausea was updated from recovered to unknown. Clinical course was updated and text amended accordingly.

Event description:
Based upon additional information received on 28-apr-2016 from a physician, the case became medically confirmed. Also, the case initially assessed as nonserious was upgraded to serious since the event of nonseptic injection site effusion/ knee effusion with the seriousness criterion of required intervention was added and the events of injection site edema/ swelling,injection site stiffness and injection site pain were upgraded to serious. This unsolicited device case from (B)(6) was received on 01-apr-2016 from a consumer. This case concerns a (B)(6) female patient who received treatment with synvisc and later experienced non septic injection site effusion/ knee effusion, nausea, injection site edema/ swelling, injection site stiffness and injection site pain. The medical history of the patient was significant for arterial hypertension. The patient was a non-tobacco and non-alcohol user. No past drugs, concurrent conditions or concomitant medications were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiration date: not provided) in the joint of right knee for knee arthrosis and the tolerance was good. On an unknown date, the patient presented with joint of the knee stiffness and injection site edema. She also presented with nausea. On (B)(6) 2016, the patient experienced injection site pain and injection site swelling for which she received acorrective treatment with a non-steroidal anti-inflammatory drug nos leading to a partial improvement (the clinical examination was unremarkable). On (B)(6) 2016, a puncture was performed and 2 to 3 cm3 of a mechanical liquid were removed. Then, a second injection of synvisc was performed. During the next night, the patient presented with an important injection site pain and an injection site swelling. On (B)(6) 2016, a clinical examination had been performed. The knee was sensitive and presented with a mild effusion. A puncture had been performed and 5 cm3 of mechanical liquid was removed which was aseptic. The patient received a corrective treatment with an infiltration of triamcinolone hexacetonide (hexatrione). On (B)(6) 2016, the physician had no further information about the outcome. Further reported, the third injection was planned. Action taken: stopped temporarily corrective treatment: triamcinolone hexacetonide, injection site puncture, non-steroidal anti-inflammatory drug nos for non-septic injection site effusion/ knee effusion, injection site edema/ swelling, injection site stiffness and injection site pain; not reporter for nausea outcome: unknown for all the events a pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required seriousness criterion: required intervention for non-septic injection site effusion/ knee effusion, injection site edema/ swelling, injection site stiffness and injection site pain french imputability: (B)(4) for nausea and (B)(4) for rest of the events additional information was received on 13-apr-2016. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 28-apr-2016 from a physician and the case became medically confirmed. The medical history of the patient was added. The serious event of non-septic injection site effusion/ knee effusion with the seriousness criterion of required intervention was added with details and the case was upgraded to serious. The verbatim for the event of injection site edema was updated to injection site edema/ swelling. The seriousness criterion of required intervention was added for the events of injection site edema/ swelling, injection site stiffness and injection site pain that made the events serious. Patient's height and weight were updated. The suspect product start and stop dates were added. The indication and location of synvisc were added. The start date for the events of injection site edema/ swelling and injection site pain was added. The relevant lab data was added. The action taken was updated from unknown to stopped temporarily. The corrective treatment for the events of injection site edema/ swelling, injection site stiffness and injection site pain was added and the imputability was updated. The outcome for the events of injection site edema/ swelling, injection site stiffness, injection site pain and nausea was updated from recovered to unknown. Clinical course was updated and text amended accordingly. Additional information was received on 03-may-2016. Ptc results were added and text was amended accordingly.